Manufacturer narrative:
Sections with additional information as of 20-aug-2020: h10: meter was not returned for evaluation. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc investigation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: customer reported another device used in this event and it is reported in MDR# 2020-00464. Report 1 of 2.

Event description:
Consumer reported complaint for physical defect of test strips, stating that a few of the truemetrix test strips were bent. Customer stated this occurred with two different vials of test strips; reference (B)(4). Customer also stated that he has at times obtained the e-3 error message with the test strips. Customer states he opened the 1st vial 05/31/2020 and 2nd vial yesterday. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.